Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device had a scope communication error code e227 during an upper endoscopy screening procedure involving an olympus gastrointestinal videoscope. The cause is currently unknown to the customer. No patient harm was reported.